Manufacturer narrative:
It was reported that the device would not stay in standby mode. The remote service engineer (rse) advised the customer to confirm if the unit's air flow sensor was operating within specification. The rse stated they believed the failure was likely due to the air flow sensor. The rse provided the customer with the part number of the flow sensor assembly. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not stay in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the device would not stay in standby mode. The remote service engineer (rse) advised the customer to confirm if the unit's air flow sensor was operating within specification. The rse stated they believed the failure was likely due to the air flow sensor. The rse provided the customer with the part number of the flow sensor assembly. The investigation is ongoing.